Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages) was isolated to a broken pulse wire in the cable connecting the distribution node (dn) and to the rear 1 therapy electrode cable. The root cause for the broken wire was excessive force. There was no adverse event that resulted from the damaged belt.